Manufacturer narrative:
The reason for this revision surgery was to remedy a broken femoral stem after 13 years, 12 days in vivo. The femoral stem was not of (B)(4) make and it was reported that the liner had no issues. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 14 prior complaints reported against this part. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence any alternative root causes cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery; the patient's femoral stern, a non djo product, had broken. The liner, a djo metal on metal had to be removed to replace the stem. There was no problem w/the liner.